Manufacturer narrative:
A ge service representative performed an on site investigation. A circuit board was replaced. The system operates as intended.

Event description:
The customer reported that the system displayed a battery charger error. No patient injury was reported.